Event description:
The facility representative reported to largo customer service a pump that intermittently turns itself off. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device involved in this incident has been returned to baxter. A follow-up report will be submitted when the evaluation is complete.